Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had deep brain stimulation (dbs) and it did not work. The area of the patient's head and chest got so infected that it had to be taken out. It was noted that "apparently [the patient's] body would not accept it" and that the doctor would not attempt dbs again.